Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): the facility reported that the sample was not available for evaluation, however was able to provide the lot number. Due to the formation of the thrombus, they had to perform a thrombectomy on the patient as a medical intervention. It was reported that the patient's hospitalization was prolonged, due to the intervention. The patient has recovered, however no further information was provided at this time. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.

Event description:
It was reported that a clearlink extension set disconnected from the primary IV line. According to the report, the facility was infusing angiomax on a patient using a hospira pump. The extension set was connected to one hospira primary set which was infusing saline and the other port was connected to one hospira primary set which was infusing the angiomax. After administering a bolus of the angiomax through the only y-site on the hospira set, the nurse walked away. Upon her return, she noticed that the luer of the primary line and the luer of the extension set became disconnected and all of the angiomax medication leaked onto the floor (approximately 50 ml). The patient's artery ended up clotting off and the patient suffered a heart attack (st elevation). Medical intervention was required in order to get the patient stable. The patient was discharged and the nurse was unsure of permanent damage as they do not follow up with patients after they are discharged. The event occurred during infusion. No additional information is available. Baxter is in the process of obtaining additional information regarding this event.

Manufacturer narrative:
(B)(4). The actual samples were discarded by the facility. Companion samples are in the process of being returned to baxter for evaluation. A follow up report will be submitted upon completion of the evaluation or should additional information become available.